Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and buttons were not responding. Customer's blood glucose was 244 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and minor scratches on the display window. No button error alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.